Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer reported high blood glucose level. Customer's blood glucose value was 445 mg/dl at the time of the incident. Customer also noticed air bubbles in the reservoir. The customer was assisted with troubleshooting for high blood glucose. The customer stated that there were no symptoms related to high blood glucose and treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. No other harm requiring medical intervention was reported and the device will not be returned for analysis.